Event description:
It was reported that the user experienced hyperglycemia after changing a 23-inch teflon infusion set, with blood glucose rising and not correcting for approximately four hours until the site was replaced and insulin delivery resumed on the ilet system. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical review, troubleshooting, and user education, and a goodwill replacement of infusion sets was provided. Investigation of this case revealed that the removed cannula and site appeared straight with no visible insertion issue, and the cause of the hyperglycemia remained unclear. It was concluded that the event was related to hyperglycemia of unclear cause with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.